Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold and high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. Patient was stable throughout the procedure.